Event description:
It was reported, the patient had no stimulation. The ipg was unable to communicate with the patient programmer and the charger. A demo charger was tried with the same result. The patient is scheduled for a device explant procedure. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.